Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) could not have patient cables connected. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output assembly. It was also indicated that the main printed circuit board (pcb) was out of specification, and the hanger assembly was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.